Event description:
The account alleged when pressing the head down switch and releasing it, the head section will drift down.

Manufacturer narrative:
The account sprayed brake cleaner around the coupling, but the head section continues to drift. The account indicated the bed will not drift after unplugging the bed. Repairs have not been completed.